Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left breast implant saline mentor smooth round high profile 420cc, serial number (B)(4), catalog number 3503420, lot number: 6841924. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 420cc saline breast implants which bilaterally deflated after implantation. The issue was diagnosed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant.

Manufacturer narrative:
On 7/18/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the left implant malpositioned and was not deflated. Patient underwent removal and replacement as follow: left replaced with catalog number 3503560, lot number 7536672, and serial number (B)(4), and right replaced with catalog number 3503560, lot number 7536672, serial number (B)(4) on (B)(6) 2018. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received without fluid. During evaluation, multiple crease lines were observed on the anterior and posterior aspect. A missing material, measuring approximately 2.5 cm x 1 cm, was observed on a crease line area, on the anterior aspect extending to the posterior aspect. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a missing material was observed on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).